Event description:
Caller reported a potential false negative troponin (tni) result. Tni cutoff is 0.05. Caller also reported that ER personnel may not have been properly trained to use triage and did not use enough sample for test. Patient mi confirmed by EKG and lab expand analyzer. Patient was transferred to larger facility.

Manufacturer narrative:
Investigation pending.